Event description:
Blood sugars are way off the wall, loss of consciousness, medical device malfunction [blood glucose abnormal]. Loss of consciousness [loss of consciousness]. Medical device malfunction [medical device complication]. Case description: medical device info: class iib. This spontaneous report, reported by a consumer, received from the united states and reported as "blood sugars are way off the wall, loss of consciousness, medical device malfunction" concerns a pt (B)(6) female treated with novolog penfill (rapid-acting insulin aspart) and novopen 3 (insulin delivery device), both from 2005 (exact date unspecified) to ongoing for "type 1 diabetes mellitus". Pt's height: not provided. Medical history included pernicious anemia and a thyroidectomy (type not specified). Since (B)(6) 2009, the pt's blood sugars have been way off the wall". On (B)(6) 2009, the pt noticed her pen "did not sound right during her injection". Subsequently that right, the pt had a "major reaction" that she described as a loss of consciousness that require her husband to administer an injection of glucagon. The pt stated the pen was not dispensing insulin appropriately and currently she must draw insulin from the cartridges with a syringe. On the (B)(6) 2009, the consumer was treated with glucagon. On (B)(6) 2009, the pt's blood glucose level was 87 mg/dl. On (B)(6) 2009, the pt had recovered from "loss of consciousness". The pt has not recovered from "blood glucose fluctuation" and the outcome of "medical device malfunction" (non-serious) is unk. Analysis result: product: novopen3. Lot no: pv40108. Visual and functional examinations were performed. The movement accuracy of the piston rod was measured. The result was within acceptable limits. No special sound was observed during the investigations. The print on the dose indicator barrel is difficult to read due to wear or accumulation of dirt. This may happen during selection of a dose by touching the dose indicator barrel instead of only the dosage selector. The observed fault on the dose indicator barrel has developed as a result of wear on the dose indicator barrel during use.